Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week post-implant, the right ventricular (rv) lead exhibited a drop in r-wave measurements and t-wave oversensing (twos). It was noted that the measurements have since stabilized. It was further reported that there was an alert triggered for low pacing impedance on the rv lead. It was also noted that the impedances remain lower than what they were at implant and that the alert is programmed off. It was further reported that the rv lead exhibited pacing impedance and sensing variability. It was additionally reported that the right atrial (ra) lead exhibited pacing impedance, sensing, and threshold variability as well. Moreover, it was indicated that the implantable cardioverter defibrillator (ICD) experienced noise episodes and triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic); however, it was clarified it was due to open heart surgery. The rv lead, ra lead, and ICD remain in use. No patient complications have been reported as a result of this event.